Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type iiib endoleak of the distal bifurcated stent graft near the inferior stent margin of the non-endologix stent. However, based on the imaging available for review, it cannot be determined if the type iiib endoleak was related to the use of strata material or if it was procedure related due to a prior off-label procedure (concomitant use of non endologix products) where non-endologix products were placed. An attempt was made to obtain medical records but was denied as patient authorization is needed. The clinical assessment also identified sac growth of 28.5 mm during review of the ninety-nine (99) month post implant computed tomography (CT) scan. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. The final patient status was reported to be pending discharge home one (1) day following a successful secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, reportedly patient presented with abdominal pain. A computed tomography angiogram identified a type iiib endoleak just above the bifurcation stent graft. The physician elected to do a full reline with another bifurcated stent graft and an infrarenal stent graft. Reline procedure was a success and patient is doing well. Additionally, during this re-intervention the physician stated that patient had a re-intervention in st. Louis 6 months prior. Physician stated that non-endologix devices (zenith cuff and gore excluder) had been implanted. Physician was not sure what they tried to repair and patient could not remember. This event will be reported in a separate medical device report. Additional information: clinical review identified sac growth of 28.5 mm during review of the ninety-nine (99) month post implant computed tomography (CT) scan.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, patient presented with abdominal pain. A computed tomography angiogram identified a type iiib endoleak. The physician elected to reline the originally implanted devices with another bifurcated stent graft and an infrarenal stent graft. The intervention was a success and patient is doing well. Additionally, during this re-intervention the physician stated that patient had a re-intervention that occurred during the summer of 2019. Physician stated that two (2) non-endologix devices, a zenith cuff and gore excluder were implanted. Due to non- endologix stents being implanted, this re-intervention is outside the indications of use (off- label). The physician stated that he was not made aware of this intervention and the patient did not remember any information regarding this re- intervention. This event will be reported in a separate medical device report.